Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00x32mm synergy stent was advanced through a guide catheter to treat the lesion. However, during procedure, the stent fell off inside the guide catheter. The guide catheter with the stent inside was removed from the patient's body. The procedure was completed with another guide catheter and another synergy stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ii us mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. Device was returned with guide catheter. Guide catheter was received cut into three pieces. The remainder of the guide catheter was dissected longitudinally to confirm that no stent was present. No stent was found in the guide catheter. The stent was not returned for analysis as it was inadvertently discarded at the hospital. The manufacturing crimp data for this device was reviewed and the crimp force, crimp temperature and stent profile were all within the specification. The maximum stent profile was within max crimped stent profile measurement. The balloon body was reviewed and there were no issues noted. There were crimp markings evident along the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the lesion was 95% stenosed and was moderately tortuous and mildly calcified.